Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported the ins[r] (recharger) does not charge the ins enough. It does not charge it fast enough, they sit there for 3-4 hours without getting to 100 percent. It was reported the patient's arms kept moving yesterday when they were recharging. Sometimes they will lose boxes and they think something is wrong with the antenna. A charge session was started. All coupling boxes were shaded black and the ins was flashing 50 percent full. Moments later, the boxes went down to 2. They were able to move the antenna and get 8 coupling boxes once again. It seemed as though the insr was working as designed. Troubleshooting resolve the reported issue. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient began an ins charging session during the call and they initially had some difficulty getting good coupling, but then were able to achieve 8 coupling bars after repositioning the antenna. The coupling bars had later dropped to 4. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating again that the recharger was not working right and it was taking him too long to charge. During the call they started a charging session and were able to get all coupling boxes shaded. The recharger was working as intended and it can take several hours to charge implant.